Event description:
Phillips never contacted me about the dream station problem. (B)(4) the supplier never contacted me about the dream station problem or mentioned it on their website. They had my phone number, e-mail and address. FDA safety report ID (B)(4).